Manufacturer narrative:
Concomitant medical products: dtbb1q1 crt-d, implanted: (B)(6) 2017, 429878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional undersensed beats were observed on the right ventricular (rv) lead on stored electrograms that do not appear to affect episode detection or therapy. The rv lead remains in use. No patient complications have been reported as a result of this event.